Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that this was the first time the surgeon had used the instrument. During the operation in the moment of firing, the clip did not come out of the applier jaws and stopped at the tip of the applier. The surgeon squeezed the handle strongly and one of the applier jaws fell out of tip of the instrument. The procedure was completed with another instrument and there was an extended or time of 90 minutes. This product is being returned under airway bill.